Event description:
It was reported that the patient said her ins (stimulator) has been shut off since 2008, when she had her daughter. The patient said hasn't been back to her hcp (healthcare provider) and starting one week ago, she thinks she has infection at the implant site, pain and has had fever for three days. The patient said it has gotten worse and worse. The patient said the pain was really bad she thought she pulled her back out, it hurts when she takes a breath. The patient wanted to know what she should do. Symptoms reported had sudden onset. The patient said she had no falls or traumas but has been working out for a couple of months. The patient said her husband wanted her to go to the ER (emergency room) but she didn't want to. The patient said she would if she could not get an appointment with a doctor.

Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # v007917, implanted: (B)(6) 2007, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).